Event description:
It was reported that the patient experienced complications with the device. Multiple attempts were made to obtain additional information regarding the nature of the issue, but no response was available. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.